Event description:
During manipulation and insertion attempts, the tip of the catheter was broke and left in the disc with no subsequent complications. As a result, the procedure was aborted. During a pre-existing scheduled discectomy, the catheter was removed.